Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "battery boards were burned". The evaluation found the device's wireless connection capabilities inoperable. It was paired with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable due to a check battery. Evaluation revealed evidence of damage caused by extreme heat due to fluid intrusion. Evaluation confirmed the reported symptom "the battery boards were burned" through causality of corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion the device was determined un-repairable and retired from service. Additional information: (corrosion), (overheating of device or component), (foreign material present in device).

Event description:
It was reported that a spectrum pump wireless battery module experienced "battery boards were burned". Any patient involvement, injury or medical intervention is unknown.